Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 230 mg/dl. No further information was provided.

Manufacturer narrative:
No unexpected motor error alarms were noted on the insulin pump. The device passed the displacement test and rewind test. The motor was tested outside of the unit and passed. A compromised force sensor system alarmed during the basic occlusion test due to a loose/flush drive support disk. The insulin pump was received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.